Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: unidentified competitor implantable pacing lead. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) earlier than expected by the customer. Device explant and replacement procedure is planned. The device remains in use. No patient complications have been reported as a result of this event.